Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak on the coulter lh 750 analyzer around the laser area. The user was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no report of any patient results being affected by this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the differential waste, sample and quench tubing. The fse verified instrument performance. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).